Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon had difficulty implanting the attune fb insert. He inserted the 5mm insert at least 4-5 times and complained that he didn't feel the implant was seating properly on the lateral side. He was using a knife blade to see if there was a gap. Sales rep explained to him that the knife blade was very thin. He used an osteotome each time to remove the poly, and then hammered it down again. From the sales rep vantage point, the poly was going in correctly, based on the sound it made, the way it looked, and that it didn't move when he put it thru a range of motion. However, he wanted the sales rep to open another 5mm implant because he felt that insert was defective, thus why sales rep did a der. Sales rep believe he was too tight on the medial side from a balancing standpoint, and this caused the poly to be very tight medially and not as tight laterally when he inserted a knife blade in between the insert and tibia tray interface.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code (B)(4), lot number: hg2625. Device history review: DHR reviewed-no deviations or nonconformance were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.